Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump kept giving an alert that the pump was not filled. Reportedly, the patient tried changing the battery, and the filling and rewinding again, but the issue recurred. A review of the pump¿s alarm history did not show any alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2014 with the following findings: a review of the black box showed several call service 162 warnings. The pump powered on normally and completed a rewind, load, and prime sequence with no problems occurring. The pump was exercised for 24 hours with no alarms. The pump performed within specifications during investigation; the complaint could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).